Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the drive support cap was cracked when she was rewinding her daughter's insulin pump. She stated that the drive support cap would stick out when rewinding the insulin pump. The mother did not know how the damage had occurred. The daughter's blood glucose was unknown. No additional information provided.